Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, it was observed that the luer was broken. The balloon catheter was replaced with resolve. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the catheter showed that the push button luer was broken. Smart chip verification indicated that the catheter was not used. Also, during testing the catheter was not reprogrammed. When the catheter was connected to the console, no system notices were received, and the catheter was recognized. The catheter passed the electrical integrity test and the performance as per specification. In conclusion, the reported broken luer was confirmed. If information is provided in the future, a supplemental report will be issued.